Event description:
Note: this report pertains to an advanix biliary stent and a spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii was used and an advanix biliary stent were used during a percutaneous cholecystostomy procedure performed in the gall bladder on (B)(6) 2022. During the procedure, spyglass discover was used via percutaneous cholecystostomy to assist with gall bladder stone removal. The interventional radiologist was unable to grab stones using spyglass retrieval basket due to difficult anatomy. After dilating cystic duct, some stones were able to pass through the cystic duct. An advanix biliary plastic stent was also deployed to help with drainage. The patient developed infection post procedure (cholecystitis) and was admitted to intensive care unit (ICU). No further information obtained as to whether spyglass and the stent contributed to patients infection. It was reported that the patient was fully recovered from ICU.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Patient code (B)(4). Impact code (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spy discover catheter and an advanix biliary stent used during the same procedure. It was reported to boston scientific corporation that a spy discover catheter and an advanix biliary stent were used during a percutaneous cholecystostomy procedure performed in the gall bladder on (B)(6) 2022. During the procedure, spyglass discover was used via percutaneous cholecystostomy to assist with gall bladder stone removal. The interventional radiologist was unable to grab stones using spyglass retrieval basket due to difficult anatomy. After dilating cystic duct, some stones were able to pass through the cystic duct. An advanix biliary plastic stent was also deployed to help with drainage. The patient developed infection post procedure (cholecystitis) and was admitted to intensive care unit (ICU). No further information obtained as to whether spyglass and the stent contributed to patient's infection. It was reported that the patient was fully recovered from ICU.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1906 captures the reportable event of infection. Impact code f08 captures the reportable event of hospitalization or prolonged hospitalization.